Event description:
A complete se stent was used during the index procedure to treat a dissection. Revascularization of the target lesion (right sfa) was carried out to treat restenosis using three in.pact pacific balloon catheters and two complete se stents. Approximately 35 months post index procedure and 10 months post revascularisation the patient suffered thrombotic occlusion in the target lesion and was treated with pta, stenting, rotarex thrombectomy and aspiration.

Manufacturer narrative:
The event term was updated to thrombotic occlusion of femoral bifurcation deep femoral artery , sfa, prox, apop and ttf. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigator assessed that the previously reported event is not related to the study device, procedure and drug. Lot number for the complete se implanted during index procedure is provided and the implant date. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.